Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. There was no reported adverse impact to customer's blood glucose level. The customer reported their healthcare provider corrected the settings and resumed insulin therapy.